Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that after a transfemoral tavr with a 23mm sapien 3 ultra valve, the physician noticed the distal tip of the 14fr esheath+ was torn. There was no resistance during insertion or difficulty with withdrawal of the system. The sheath was not torqued. The event occurred when the 23mm commander delivery system (ds) reached the tip of the sheath. There was no patient injury, the patient was in stable condition, and the valve was successfully implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed images showed the patients access vessels had the presence of tortuosity, calcification, and undersized vessel diameter. The minimum luminal diameter for use of 14fesheath+ is greater than or equal to 5.5mm. The complaint for distal tip torn was confirmed by evaluation of the returned device imagery sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variations in the manufacturing process, that could lead to device damage. Additionally, patient factors, such as challenging anatomy may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Corrective action/ preventive action is required. An investigation has been opened to determine the root cause and implement any necessary corrective actions.